Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level displayed as high; high blood glucose level was caused by missing a meal bolus. Customer administered a correction bolus to address the high blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed for the cartridge change error and the alleged issue was verified. There was no investigation preformed for the high bg due to being a tier 3 investigation and no investigation is required.